Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead noted noise through the pacing system analyzer and high out of range impedance measurements when connected to the device. Additionally, the helix would not fully extend. As a result, a new ra lead was successfully implanted. No adverse patient effects were reported.